Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 599 mg/dl. Reportedly, the pump didn¿t deliver insulin as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. A bolus was delivered to address bg level.

Manufacturer narrative:
Device not returned.